Event description:
Surgeon reported that the harmonic scalpel was not working. Circulator and scrub had to repeatedly retest handpiece. Handpiece continued to malfunction. Brought in a new harmonic machine and a new harmonic cord; handpiece continued to malfunction. Brought in a new handpiece, which worked correctly for the rest of the case.